Manufacturer narrative:
A ge svc rep performed an on site investigation. The loose connector in the camera housing was tightened. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system was not producing x-rays. No pt injury was reported.